Event description:
After placement of ethicon obturator tvt I experienced abdominal pain and frequent uti¿s along with severe kidney infections that caused hospitalizations. I was on a maintenance dose of levaquin lasting 6 months. I have blood in my urine to this day. After me complaining to my gynecologist who implanted this device, and going for weekly bladder installations with meds, he finally said he could not help me anymore and referred me to a urologist. With the bladder treatments and a new gynecologist they have worked together to try and get me pain free. I had the tvt taken ( a portion) out 2018 and still have pain management including spinal injections to block the nerve pain and have routinely vaginal therapy. Movement causes pain in abdomen and have bladder pain.